Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Analysis was unable to test for motor error alarm or perform the displacement test due to failed batt test alarm. The motor passed motortest. The insulin pump had cracked case at display window corner (lower right corner). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.